Event description:
Suture breakage post op. Customer stated after a tonsillectomy a pt started bleeding. Post-op bleeding started to occur and direct pressure was applied. The surgeon felt the direct pressure would not control the bleeding so the pt went back to the o.r. During the re-op it was noted the fossae was found to have a large clot deep to the sutures and swelling in the posterior pharynx. The suture in the upper portion of the fossae broke. The surgeon took out the sutures cauterized the area then resutured. No other complications noted after the second surgery.